Manufacturer narrative:
Post-shock, the rv and ra rates increased. The rv rate was around 340 bpm. Undersensing was noted in the ra due to cross-chamber blanking, but this had no effect on device therapy decisions as the rv rate was so high. The ra rate increased to greater than 300 bpm. A 2nd (B)(4) joule shock was delivered with an impedance of 59 ohms. Post-shock, the ra rate slowed down. The rv rhythm continued to degrade with a rate of approximately 290 bpm. A third (B)(4) joule shock was delivered with an impedance of 56 ohms. The rhythm did not convert. The morphology was variable with characteristics of vf. A fourth shock was delivered with the same impedance and charge time. The rhythm did not convert. A fifth shock was delivered with a similar impedance and charge time, and did not convert. The sixth shock was delivered in reversed polarity. The impedance was greater than 145 ohms, triggering alert (code 1005). The rhythm did not convert. All therapy was exhausted in the vt zone. Post-shock, there was some intermittent undersensing that caused the episode to stay in the vt zone (where all therapy was exhausted), but the rhythm then escalated to the vf zone. The seventh shock was delivered with an impedance of 53 ohms. The rhythm did not convert. Shock attempt eight delivered in reversed polarity with impedance greater than 125 ohms and did not convert. The ra slowed to an intermittent, less than 30 bpm rate. No therapy was available as all shocks had been delivered. The episode ended at an elapsed time of 2 minutes and 29 seconds. Subsequent episodes recorded on (B)(6) beginning at 3:57 am and ending at 14:42. The last two non-sustained events showed noise on all 3 channels, likely due to leads being cut at the post-mortem explant or during cautery. Root cause may be a lead issue or physiologic growth on the coils (i.e., scar tissue or calcification) as the lead had been implanted approximately 13 years. Lead impedance trends had been consistently higher throughout implant.

Event description:
(B)(6) performed a more in-depth review of device data. The device was programmed with two therapy zones. The vt zone was programmed to 220 bpm with anti-tachycardia pacing (atp) and (B)(4) joule shocks. The vf zone was programmed to 250 bpm with (B)(4) joule shocks. Lead diagnostics showed stable pacing impedances in both the rv and ra. Shock impedances were stable between 90-110 ohms. The first episode recorded on (B)(6) 2016. A (B)(4) joule shock was delivered with an impedance of 71 ohms. The patient was in a sinus rate at approximately 120 bpm, and then the rhythm changed to vt/vf with an approximate rate of 260 bpm. Charge times were 10 seconds and the shock converted to a sinus rate of 130-140 bpm. Episode v-2 recorded on (B)(6) 2017. The patient was in a sinus rate at approximately 130 bpm, followed by a premature ventricular contraction (pvc) that was blanked due to cross-chamber blanking. This began a run of vt at a rate of approximately 300 bpm (as a note, the ra speeds up as well, but only to around 200 bpm). The patient received a (B)(4) joule shock with an impedance of 70 ohms and a charge time of 10.2 seconds. Post-shock there was some rv undersensing observed due to cross-chamber blanking that resulted in some ventricular pacing. The shock slowed the rhythm to an erratic rate in the 70 bpm range (along with pvcs) where the atrium and ventricle were not in synchrony. Episode v-3 recorded as non-sustained on (B)(6) 2017. No electrograms were available to review. The duration was 6 seconds. Episode v-4 recorded on (B)(6) 2017. The patient was in a sinus rate at approximately 110 bpm. The rv rate increased to approximately 240 bpm for 12 beats, but then broke on its own. Episode v-5 recorded on (B)(6) 2017 (date of death). Patient was in a sinus rate at approximately 90 bpm. A pvc was noted, but then the rhythm changed to vt/vf at a rate of approximately 260 bpm. A (B)(4) joule shock was delivered with an impedance of 59 ohms.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the device memory confirmed the error (code 1005), as observed in the field. The code was recorded on (B)(4) 2017. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that this device performed as expected in analysis. The allegation from the field could not be duplicated during testing and detailed analysis. The observations may have been a result of a lead problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the device memory confirmed the error (code 1005), as observed in the field. The code was recorded on (B)(4) 2017. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that this device performed as expected in analysis. The allegation from the field could not be duplicated during testing and detailed analysis. The observations may have been a result of a lead problem.